Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the post operative check the right atrial (ra) lead was found to be dislodged. It was further reported that the lead remains in-situ with a lead revision planned for the near future. No patient complications have been reported as a result of this event.